Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. H3 other text : device not returned.

Event description:
It was reported that the customer had an unspecified cartridge issue. A cartridge change was performed to address the issue. Reportedly, customer loaded cold insulin into the cartridge. Although requested, no additional information was provided by the customer. There was no adverse impact to the customer's blood glucose level.